Event description:
Patient allegedly sustained severe and serious injuries to diverse portions of her body, including glenohumeral chondrolysis, following the use of a pain pump in surgery in 2001.

Manufacturer narrative:
The report did not provide any specific information concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.